Event description:
I injected a new freestyle libre 3 sensor in my arm and it would not register my glucose. I am diabetic and currently taking steroids due to pneumonia and it would not register my readings. The monitor advised to replace the brand-new sensor I just injected. I verified the serial number was not one that was listed as defective; however, it seems it still was defective.